Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead was attempted but not used during the implant procedure. The helix was unable to extend or retract after several rotations while positioned in the atrium. The lead was removed and replaced. No patient complications have been reported as a result of this event.